Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the second report of two reports. (See mfg report number 9615714-2014-00022). This report concerns the compression device (B)(4). It was reported that during surgery, the metallic compression device did not enter easily in the plastic support after insertion of calcaneal screws. The surgeon used 'liquid vaseline' to lubricate the device and easily insert the device in the plastic support. Surgery time was increased by 5 minutes. There was no injury or adverse consequence reported.